Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user encountered an issue with the aio server where the e: drive became full. The customer stated that this issue had recurred over the past few weeks. Due to urgency, users manually deleted old dsserverreports backups to free up disk space. The issue was suspected to be related to a sql job malfunction. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.